Manufacturer narrative:
On april 24, 2024, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 700cc mentor artoura plus, smooth, ultra high-profile tissue expander being used in a breast surgery was found to be deflated during the operation. It was stated that there was a defect at the junction of the buffer zone and the main body. The tissue expander did not touch the patient. No adverse event was experienced by the patient. There were no reported patient consequences or procedural delays.

Manufacturer narrative:
On march 27, 2024, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the tissue expander appears deflated. However is not clear if the marks observed are the rent/puncture area or excess material. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 21, 2024, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device determined that two excess materials were found inside the anterior view of the artoura plus sm te uhp 700cc, measuring approximately (0.10) cm x (0.30) cm excess material (a), and (0.10) cm x (0.40) cm excess material (b). The tissue expander was received without its packaging. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. According to the manufacturing investigation, process controls were evaluated with consideration to the defect reported in the product complaint, from observing the complaint device, determined to be manufacturing defect related, the defect is classified as excess material on the shell and is considered a class ii defect which is cosmetic. It is not expected to negatively impact the patient. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).